Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited an inability to deliver pacing in all vectors at maximum output due to a lead fracture at the edge of the header. A revision procedure was performed where it was noted the lv lead was crushed under the header of device. The lead was explanted and replaced. No additional adverse patient effects were reported.